Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close. They would only engage halfway and some would fall out of the jaws before being applied. The jaws were not closing completely on the clips that were able to be applied. The clips that fell from the jaws into the abdominal cavity were retrieved. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.